Event description:
One of four reported. Patient's alal mattress found to be bottomed out. Pt testing on bed frame. Nosocomial pressure wound occurred as a result of faulty alal mattress. Mattress was removed and returned to uhs in 2008. Re: stage IV 2000 air mattresses-maintenance issue. Uhs and the product manufacturer have investigated these instances and determined that with a small number of mattresses the air loss was a result of an air baffle coming loose within the mattress. Uhs has developed a plan to conduct a manufacturer recommended preventative maintenance process on all of these mattresses supplied by uhs and will complete on assessment of each stage IV 2000 to determine if the system is properly set-up and how much staff education is needed for kindred hospitals.